Event description:
On4/13/97, county fire dept, responded to a call involving a 28 yr old female in respiratory arrest. Upon assessment it was dteremined pt required airway management. Intubation with an endotracheal tube was attempted twice with no success. At that time a combitube was inserted according to procedure. When an air leak was heard another 15cc of air was inserted according to procedure. When an air leak was heard another 15cc of air was inserted into balloon #1. This eliminated the air leak and the paramedic assisted ventilation without an ambu bag. Approx two minutes later balloon #1 ruptured, causing emesis to be sprayed about the area contaminating five people.